Event description:
Ous MDR - it was reported that approximately 48 months after the implant, on (B)(6) 2016, eos was noted. Thereafter the device could not be interrogated. The device has been returned and no adverse patient side effects were reported.

Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eos, matching the clinical observation, and 19 charge processes had been documented. The charge drawn from the battery was checked and did not meet expectations. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. The current uptake was examined and proved to be as expected. Further analysis of the device functions was not possible due to the already severely discharged battery. In a next step, the ICD was opened. The visual inspection of the internal structure showed no anomalies. The battery voltage was measured; this confirmed the discharge of the battery. The electronic module was then connected to an external voltage source and underwent an electrical function test. The modules capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The test of the current uptake of the electronic module, in particular, proved to be unremarkable. The battery was returned to the manufacturer for a destructive analysis. First, a microcalorimetric measurement of the battery was performed. This showed an increased heat tome. In a next step, the battery was opened and examined. An increased battery-internal self-discharge was detected, which has contributed to a premature battery depletion. In summary, premature battery depletion was confirmed during the analysis of the ICD. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without defects during the analysis.